Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) testing confirmed a no telemetry condition. The exact cause of the anomaly could not be confirmed because the condition disappeared during analysis.

Event description:
It was reported that it was impossible to interrogate the device. The device was removed and replaced. No patient complications were reported as a result of this event.